Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item number is available. Event summary: it was reported that the patient underwent primary implantation of total hip prostheses on (B)(6) 2017. Subsequently, patient experienced a dislocation of the hip, thus underwent revision surgery on (B)(6) 2017. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check for the head and the stem was performed from www.productcompatibility.zimmer.com. The product combination of a ms-30 stem and a durasul cocr head 28/+4 ¿l¿ 12/14 of ref: (B)(4) was approved by zimmer biomet. The product combination of a ms-30 stem and a durasul cocr head 28/+4 ¿l¿ 8/10 of ref: (B)(4) was not approved by zimmer biomet. It remains unknown which head has been used. No compatibility check for the head and the liner could be performed, as the part number of the liner remains unknown. Root cause analysis: root cause determination using rmw: dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between stem and head (e.g fretting) not possible, no metal or pe wear, no aseptic loosening of the stem was reported. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to pe or metal particle release from articulation or taper connection not possible, no metal or pe wear, no aseptic loosening of the stem was reported. Dislocation, subluxation, abrasive wear loosening of components due to tissue impingement prior to proper taper fit, possible, as it cannot be excluded based on the available information. Dislocation, subluxation, abrasive wear due to impingement due to malposition of components (stem, head, cup), possible, no x-rays and explants have been received. Therefore this cannot be excluded. Dislocation, subluxation, aseptic loosening of components due to selection of wrong components. Possible, as it cannot be excluded based on the available information. Dislocation, subluxation, abrasive wear due to scratches on articular surface during surgery, possible, as it cannot be excluded based on the available information. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper/ (particles between stem taper and ball head taper) possible, as it cannot be excluded based on the available information. Damaged implant, dislocation, subluxation, abrasive wear, loosening of components due to explanted cocr head (with e.g. A damaged taper and/ or scratches on the surface) is reused for new implantation surgery. Possible, as it cannot be excluded based on the available information. Dislocation, subluxation, abrasive wear, leg length discrepancy due to soft tissue laxity possible, soft tissue laxity can lead to dislocations observed. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products. Possible, as it cannot be excluded based on the available information. Conclusion summary: it was reported that the patient underwent primary implantation of total hip prostheses on (B)(6) 2017. Subsequently, patient experienced a dislocation of the hip, thus underwent revision surgery on (B)(6) 2017. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Additionally, it remains unknown whether the implanted products have been compatible or whether there has been any contributing condition related to the event (e.g. A fall of the patient). As no x-rays have been available, it there is no information whether the inclination angle of the acebular cup was implanted in the range of angle as suggested in the surgical technique. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a winterthur generic head (catalogue number unknown ) on an unknown side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to dislocation.